Manufacturer narrative:
2/11/1999- supplemental report sent to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was sleeve damage and a piece broke off into the pt's cavity. The surgeon was able to retrieve the piece and complete the procedure with the instrument. The hosp has reported no pt injury occurred.